Event description:
Customer reported blood glucose results of 305 mg/dl, 75 mg/dl, 73 mg/dl, 65 mg/dl, 70 mg/dl, and 85 mg/dl within 10 minutes on the compact plus system. Customer reported no symptomsm, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.